Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system the user noted an increased incidence of intermediate mics for the drug daptomycin for enterococcus spp. Isolates. The user performed repeat testing stating that some of the time the expected mic is obtained. The user also stated that they do not report results they do not trust to providers. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, k131331 and k250344. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.